Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 energy wire separated from the jaws. The energy wire stayed connected to the jaws. They stopped using the device and opened a new kit to complete the procedure. No delay in procedure. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/10/2023. An investigation was conducted on 4/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. A microscopic inspection was conducted. The heater wire was observed to be intact with no visual defects. The gray silicone insulation of the cold jaw was observed to be peeled from the tip of the jaw and remained attached. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent wire" was not confirmed, however the analyzed failure "peeled; jaw" was confirmed. The lot # 3000301666 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.